Manufacturer narrative:
A complete lead was returned in one piece with the helix retracted and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil consistent with the procedural damage. The reported events of no capture, no sensing and low impedance were not confirmed. Electrical testing performed found an shorting due to overtorqued inner coil shorted against the inside of the connector ring. Visual inspection of the lead did not find any anomalies with the exceptions of damages consistent with those occurring at the time of the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with phrenic nerve stimulation. The lead exhibited failure to capture. During the lead revision procedure while repositioning the lead, no sensing and low impedance was noted. The lead was explanted and replaced. The patient was stable.